Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative (rep) indicated that serial numbers of the controller, recharger, and ins are unknown. The ins was implanted in (B)(6) 2024, but the exact date is unknown. The cause of the loss of stimulation and recharger not clicking was not determined. Actions/interventions taken were unknown. The patient was recommended to consult their physician since there is a limit on what can be done.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that stimulation is not felt. On february 26, a spinal canal stenosis surgery (not caused by the stimulator) was performed; during the surgery and examination, the patient did not operate anything and the hospital personnel turned the device on and off. The patient seems to feel that stimulation cannot be felt after returning home after the surgery, so the patient is worried that the device might not be turned back on due to a mistake. Currently, the controller and stimulator are 100%, and group b is circled in green, so it was confirmed that it is on. It is known how to change the stimulation intensity. Guidance to contact the medical institution was provided, but requested to speak with a representative, and the matter was handed over to the responsible person. It was also reported that there was no clicking sound when the recharger is connected and searching for the stimulator. It was confirmed that the device is currently at 100% and charging is possible without any problems. It was stated that the sound and vibration settings in the menu were turned on, so those settings were not related. The matter was handed over to the responsible person. It was noted the issue was not resolved at the time of the report.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.